Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-534a-1328: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; pieces of glass missing at the location of the fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on metal surface; the outer flow tubing exhibits severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 247,122 joules and 27:54 minutes of use, the fiber "mirror broken." The fiber was exchanged. It was reported that at 262,349 joules and 30 minutes of use the second fiber stopped working. The procedure was completed using a third fiber. There was no report of injury to the patient. This report is for the first fiber used.